Manufacturer narrative:
This event occurred in (B)(6). Multiple abnormal cell blank alarms were observed on the alarm trace. The field service engineer (fse) replaced the lens on the photometer on 21-nov-2019 due to a scratch. After the photometer lens was replaced, the abnormal cell blank alarms subsided.

Event description:
The initial reporter questioned results for 5 patient samples tested for gluc3 glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. Based on the data provided, the results for 3 patient samples were discrepant. Patient 1 initial result was 14.67 (unit of measure not provided). The repeat result was 5.20. Patient 2 initial result was 15.07. The repeat result was 4.55. Patient 3 initial result was 10.03. The repeat result was 5.25. The initial results were reported outside of the laboratory. The gluc3 reagent lot number was 41464901 with an expiration date of 31-aug-2020.

Manufacturer narrative:
The investigation determined the root cause was a misaligned reagent probe.